Manufacturer narrative:
On (B)(6)2019 , biosense webster inc. Received additional information about the patient and event. It was reported that the patient was a 70 year old male weighing 70 kg. The event occurred. During ablation phase, after pulmonary vein isolation was completed, right after superior vena cava (svc) isolation was conducted, the patient¿s blood pressure dropped to about 40mmhg. Cardiac tamponade was discovered. A pericardiocentesis was performed and about 1000ml of fluid was removed. In addition, a blood transfusion was performed, and the hemorrhage eventually stopped. The patient was transferred to the intensive care unit for observation. The patient had fully recovered. In the opinion of the physician this event was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Correction: it was noticed that the concomitant products were inadvertently omitted from the 3500a initial MDR. As such, they have now been added to section d11. Concomitant med. Products. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30213045m, and no internal actions related to the reported complaint condition were identified. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pulmonary vein isolation (pvi) was completed, right after superior vena cava (svc) isolation was conducted, the patient¿s blood pressure dropped to about 40mm hg. Cardiac tamponade was discovered. A pericardiocentesis was performed and about 1000ml of fluid was removed. In addition, a blood transfusion was performed, and the hemorrhage eventually stopped. The patient was transferred to the intensive care unit for observation. The physician commented that venous blood was drained. Therefore, the physician believed the possibilities of causality are perforation when moved in right atrium to zero the smart touch sf catheter, perforation while operating the sheath, or perforation during svc ablation.